Manufacturer narrative:
The suspected device was returned for evaluation. There was no 12-month service history during the review. Event log reviewed and no alarms were indicated on the logs. The device was visually inspected, and no anomalies were noted. Functional test had been performed, and customer allegation could not be reproduced. The cause of the reported issue could not be identified. The device passed all functional testing without any failures.

Event description:
It was reported that the device completed an ifosfomide-mesna infusion 1 hour and 30 minutes early during a planned 20-hour infusion. The infusion bag was empty while the pump still indicated 1 hour and 30 minutes remaining. The patient was at home and not monitored by nursing staff. The pump was sent to biomedical technology services for evaluation, while the infusion bag and administration set were discarded as cytotoxic waste. The bag was externally compounded by slade. There was a patient involvement and there were no additional adverse consequences.